Manufacturer narrative:
(B)(4). D10: unknown versys head unknown. G2: foreign: switzerland. Proposed code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Breulmann fl, andronic o, müller d, canonica s, nieuwland a, dreher t. Triple pelvic osteotomy provides joint stability and acetabular bone stock following hip hemiarthroplasty for ewing sarcoma: a pediatric case report. Jbjs case connector. 2025 jan 1;15(1): e24.

Event description:
It was reported that the patient underwent an initial left hip femoral hemiarthroplasty due to ewing sarcoma completed on an unknown date. Subsequently, six (6) years post-op, it was reported that the patient is experiencing pain, limited range of motion, limping, and hip instability. Additional surgery was required due to joint subluxation. A triple pelvic osteotomy (tpo) was performed to restore hip joint coverage by performing periacetabular osteotomies of the ilium, ischium, and pubis to reorient the acetabulum and correct retroversion. All initial zimmer biomet implants on the femoral side were retained. At the time of surgery, the patient¿s triradiate cartilage (growth plate) remained open. The patient is currently doing well and has experienced no reported complications.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. The following sections were corrected: b1; b2; b5 add diligence statement; h1 uncheck summary report; h6 clinical codes. D4: attempts have been made to gather all product identification information and no further information has been provided. - no product was returned or pictures provided visual and dimensional evaluations could not be performed. - device history record review cannot be performed without product identification. - medical records were provided and reviewed. Review identified the following: it was reported an initial left hemi hip occurred for a patient with cancer. 6 years post op, the patient began experiencing pain, instability, abductor insufficiency and a limp, with range of motion limitations. A subluxation was also identified. A correction was made to the patient's acetabulum with a tpo. 6 months post op show the tpo was successful. - a definitive root cause cannot be determined. - complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left hip femoral hemiarthroplasty due to ewing sarcoma completed on an unknown date. Subsequently, six (6) years post-op, it was reported that the patient is experiencing pain, limited range of motion, limping, and hip instability. Additional surgery was required due to joint subluxation. A triple pelvic osteotomy (tpo) was performed to restore hip joint coverage by performing periacetabular osteotomies of the ilium, ischium, and pubis to reorient the acetabulum and correct retroversion. All initial zimmer biomet implants on the femoral side were retained. At the time of surgery, the patient¿s triradiate cartilage (growth plate) remained open. The patient is currently doing well and has experienced no reported complications. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.